Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.25mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However upon the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However upon the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.